Event description:
It was reported that the customer was hospitalized with high blood glucose levels (700 mg/dl). The customer was treated with intravenous insulin and saline, and released on (B)(6) 2014.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.